Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to emergency room due to high blood glucose and dizziness, bubbles around the mouth on (B)(6) 2019 with blood glucose of 573 mg/dl. The customer was treated with manual injection and insulin pump. The customer stated that they had given pills for the bubbles in the mouth. The customer also stated that the insulin pump had insulin flow block alarm and customer stated that insulin exited. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.